Event description:
The device would rotate 180 degrees every time it was advanced through the groin. Rotation was eventually corrected and graft deployment was begun. After opening the first two stents, the orientation rotated on the graft. Rotation of the entire system was performed. When the graft was now correctly oriented, the distal end of the graft was opened. Upon, opening the distal end, it was noted that the graft was wrapped around itself (like a candy wrapper). Cannulation of the fenestrations was performed for the arm through the scallop as the physician could not cannulate through the wrapped graft (from below). Therefore, cannulation was done through the arm. Upon removing, the gold trigger wire, the wire snapped. Hemostats were then used to grab the remainder of the wire that snapped from the gold knob. The black trigger wire also snapped at the hub and was unable to be pulled from the device. Therefore, the top cap could not be deployed. The operation was converted to an open procedure. The patient expired in the ICU while at the hospital. Note: the patient had an existing endologics graft sitting approx. 2 cm's below the patients renals.